Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the large clip applier instrument would not close. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. The large wek hem-o-lok polymer clips were used for the procedure, and they were less than 13 mm. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use manual.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the large clip applier instrument involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The large hem-o-lok clip applier instrument was analyzed and found to have a derailed grip cable from its normal position at the force amplification pulley. The instrument was observed to exhibit imprecise motion.